Event description:
It was reported that during an attempted implant, the physician had difficulty placing the right ventricular (rv) lead. After about 13 attempts at repositioning the rv lead, the helix could only be extended after about 50 rotations. The physician elected to remove the rv lead and replaced the lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).